Manufacturer narrative:
(B)(4). Method: the complaint was returned for investigation. The returned complaint chamber was visually inspected. Results: the visual inspection revealed a break on the water feedset tube at the connection to the chamber. The surface of the break was rough. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the break of the water feedset tube was rough suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. Every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have meet the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" our monitoring and trending of complaints involving broken or damaged water feedset tubes in the mr290 chambers has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of january 2012.

Event description:
A hospital in (B)(6) reported that the water feedset tube of an mr290 vented autofeed humidification chamber "came off" from the chamber dome at the start of use. No patient consequence was reported.